Manufacturer narrative:
(B)(4) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of a homechoice cassette appeared melted/cut. This was found before use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Correction: lot number and expiration date. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection performed with naked eye and magnification revealed a scratch/cut on the outside surface of the tubing near the patient line connector. Functional testing performed included leak testing (eight psi underwater pressure test with lab connectors attached), clear passage test, clamp function test, and device-device interaction testing (samples ran on homechoice machine). Functional testing passed successfully. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.